Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing on the rv channel. Subsequently, pacing inhibition was noted. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received, a chest x-ray was performed and there were no signs of lead fracture. In addition, testing was performed, and the noise was not reproduced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing on the rv channel. Subsequently, pacing inhibition was noted. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.